Event description:
During a routine rotator cuff repair, after one pass of a scorpion suturing tool using a medline reprocessed needle, it was noted that the tip of the needle was missing. Arthrex, inc., (B)(4).